Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-69583 and 2032227-2014-69582.

Event description:
Customer called initially because of sensor issues. Troubleshooting was performed. Customer mentioned multiple hospitalization events. Customer reported he was hospitalized on (B)(6) 2014 for low blood glucose. On (B)(6) 2014 customer was hospitalized again for low blood glucose. Customer's blood glucose was in the 40 mg/dl range. Doctor was unable to bring blood glucose up and was sent to another health center. Customer was hospitalized for three days. Customer was wearing the device at the time of the call but not the sensor. No further information reported.